Manufacturer narrative:
The device was not returned for evaluation. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Using the pod 5 / pages 44 - 45. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The daughter reported that the patient's blood glucose reached 323mg/dl while wearing the pod on her arm for longer than 48 hours. She stated that the adhesive was loose and the cannula was coming out of the skin. The cannula also appeared bent when the pod was removed. Treatment included replacing the pod. This was the patient's first time wearing the pod, as she stated using the system 3 days prior.

Manufacturer narrative:
The returned device was evaluated. Inspection of the cannula assembly found a kink in the cannula, it could not be determined if this had happened during or post use. Upon advancing the rotational sensor, fluid was observed exiting the tip of the cannula. It could not be determined if the cannula had become dislodged from the skin. The exact cause of the adhesive problem could not be determined.